Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was black. The field service engineer reseated the retractor band and pcba pyxibus connections. Replaced the pockets to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the device was not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h manufacturer narrative the following field has been updated with correct information due to processing requirements: section b describe event or problem, section d brand name, medical device model. Section e initial reporter occupation and other occupation, section g reporting office contact. Section h device manufacture date and imdrf codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from its manufacture date of 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of the device not being detected on bus was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: retractor band and board connections all broken; replaced drawer. Visual inspection of the top drawer observed rail issues and thermal damage on the pyxibus module controller. The drawer¿s rail bearing cage was missing, which was likely to have contributed to the observed damage. No further testing was deemed necessary as the received pyxibus module controller may damage lab device components. The breakdown and degradation of the slide bumper stop can lead to bearing cage migration and be out of position. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not detected on the bus. The customer stated that there was a delay in dispensing medication to a patient. As per part investigation, it was determined that there was thermal damage observed on the pyxibus module controller. There were no adverse events or injuries reported based on this event.